Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 13 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.